Event description:
A portion (36cm) of the lead was returned for analysis. A analysis was performed on the lead portion that was returned. The lead pins showed evidence there was prooper mechanical and electrical connection between the lead pin and the pulse generator. A coil break was noted during analysis. The coil wires of the negative coil were visible and exposed through an opening in the tubing. Scanning electron microscopy was performed on the lead coils. The appearance of the positive coil wires show that pitting or electro-plating conditions had occurred. Due to metal dissolution, the fracture mechanism cannot be ascertained. It is believed that stimulation was present from a certain period of time as evidenced by the presence of metal pitting on the broken coil wireshowever, a conclusive high impedance was likely caused by the lead break identified during product analysis. The cause of the lead break is unknwon. Possible causes include design, durability, corrosion trauma to the site or user error. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met final electrical test specifications.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt had undergone generator replacement surgery 10 months prior and it was reported that intraoperative device diagnostic testing was within normal limits, indicating proper device function at that time. Additionally, at a subsequent office visit 10 days after generator replacement surgery, device diagnostic testing was within normal limits, indicating proper device function. Review of x-rays revealed an apparent break in one of the lead wires, approximately 5cm from the electrode area.